Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported the user¿s blood glucose rising to 269 mg/dl after a snack. The agent verified the pump was providing correction doses. The user had recently changed supplies and observed a few drops of insulin leaking between the pump and connector. As blood glucose decreased to 254 mg/dl, the user continued using the current set. Blood glucose was trending down with no further complications.